Event description:
Patient was found unconscious and not breathing at home with ventricular assist device alarming. Ems was called and noted that the vad was alarming "low flow". Compressions were initiated in the field; however, they were unable to resuscitate and the patient was pronounced at the scene.